Manufacturer narrative:
(B)(6): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a radical mastectomy procedure on (B)(6) 2011. A drain was placed and a reservoir was connected. The reservoir had an obstructed valve. There were no adverse pt consequences reported. Add'l info was requested.